Event description:
It was reported through a research article identifying that the xience v and promus stents may be related to major adverse cardiovascular events including myocardial infarction, stent thrombosis, and target vessel/lesion revascularization - including clinically driven repeat percutaneous intervention or bypass grafting in the stent or within 5 mm of the stent. Specific information is documented as unknown. Details are listed in the attached article, titled long-term safety and efficacy of second-generation everolimus-eluting stents compared to other limus-eluting stents and bare metal stents in patients with acute coronary syndrome.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The date of occurrence has been estimated as (B)(6) 2014, the date of publication. The xience v device is being filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Myocardial infarction and thrombosis are listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.